Event description:
Clinic notes were received dated 09/01/2015 which indicate that the patient had her vns implanted in 2011 and hasn't had it checked since then. The patient was complaining that device has migrated in her left chest wall and is causing pain in area. The patient said that she was stretching a couple of weeks ago and heard something " pop". She went to the ER and was told she has an "air pocket around generator site". The patient was referred to a surgeon for evaluation. Although surgery is likely, it has not occurred to date. The physician believes the air pocket is just the normal generator pocket larger due to the migration. No diagnostics are available.

Event description:
On 2/22/16 it was reported that the patient was seen on (B)(6) 2016 for a consult and that the surgeon will replace the patient's generator. It was noted that the patient has been keeping the magnet taped to the device. The patient underwent generator replacement on (B)(6) 2016.